Event description:
The customer reported that the central nurse's station (cns) was showing the error "recorder system error". Technical service (ts) had the customer reboot the cns, but during rebooting of the cns, the unit rebooted 3 times on its own.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was showing the error "recorder system error". Technical service (ts) had the customer reboot the cns, but during rebooting of the cns, the unit rebooted 3 times on its own and it took a minute for the second display to show anything once it was finished. Ts informed the customer that this is not normal for a cns to reboot 3 times before coming up to the monitoring software. Ts recommended for the customer to send in the unit for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.